Event description:
Customer reported intermittent problems saving images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. System operates as intended.